Event description:
It was reported that this left ventricular (lv) lead was explanted due to failure to capture and undersensing. Lead was found to be dislodged under fluoroscopic evaluation. A new lead was successfully implanted. No additional adverse patient effects were reported.